Event description:
It was reported that - after being in use for 10 hours without issues - the ventilator suddenly alarmed for flow monitoring failure. As per report, the users further observed a "failure to supply oxygen" whereupon the patient was disconnected from the device and manually ventilated until a replacement device could be introduced. The status of the copd patient "worsened" during the course of event but dräger was unable to obtain further details beyond the aspect that no health consequences were resulting from the event.

Manufacturer narrative:
Dräger was not involved by the user facility into any follow-up measures. Upon receipt of the ufr, the local dräger s&s organization contacted the hospital to obtain further information. The contact person named in the ufr could only report that no health consequences for the patient were resulting from the event and that the device has been repaired. Dräger cannot perform a case-specific evaluation on the base of this limited information. The following can be derived from the ufr: the device is equipped with an expiratory flow sensor, mainly used for monitoring purposes. As confirmed for the particular case, the device will post an alarm when the flow monitoring becomes compromized somehow. It cannot be determined based on which aspects the users developed the perception that the device exhibited a "failure to supply oxygen". The presence of a second fault condition cannot be fully excluded but is rather unlikely - the users may have expressed with this detail that the ventilation was disturbed as the unusual flow pattern on the device screen would suggest when flow measurement is disturbed. All in all, a root cause for the reported event cannot be found as it is also not known of what exactly the repair measure consisted. The device is five years old and not under a service contract, dräger has thus no insight into the status of repairs and preventive maintenance. It can be concluded that the deviation was no unforeseen condition since the device has responded with alarm(s) to it. All types of alarms, potential root causes and dedicated remedies are listed in the IFU.